Event description:
Pt calls our office today stating she used her byetta with bd pen needle attached, injected medication and when she did this, she heard a "pop" sound, withdrew needle, needle came off the pen needle device and stayed in the patient's skin. Pt was able to retrieve this. Dose or amount: pen needle. Dates of use: (B)(6) 2010 - current. Diagnosis or reason for use: type 2 diabetes. Event abated after use: yes.